Event description:
It was reported that the patient presented to the hospital with chest wall pacing and not feeling well. Upon interrogation, chest x-ray confirmed the right ventricular lead perforation. The physician treated the area and replaced the lead. The patient was in stable condition post procedure.